Manufacturer narrative:
Insulin pump p-cap / reservoir locked properly in place. Unit received with minor scratched lcd window, cracked case (battery tube) and cracked case-corner of belt clip rails. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Customer did note when opening battery compartment it appears rusted, corroded and that there was a large scratch on screen and likely had some small cracks. Customer stated that the no other pump error alarm displayed before the open book image on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.